Manufacturer narrative:
Hospital declined to provide pt ID# or initials. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and there were no issues found with the instruments.

Event description:
A site (B)(4) reported that the system "will not calibrate" while in an ent case. Later, it was reported they were 4-5 mm inaccurate after registering with tracer. The surgeon discontinued navigation to finish the case. There was no impact on the pt outcome.